Event description:
Reporter stated the infusion device displayed "electronic data recovery," emitted sounds, and the buttons would not respond. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.